Event description:
It was reported that the device would intermittently prompt "leads off." There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): the customer confirmed that they have reseated the cables and then ran the device for 48 hours straight. A performance inspection procedure was also performed and the device was returned to service. The device has not been returned to physio-control for eval. Further root cause of the reported failure cannot be determined.